Event description:
An endurant stent graft system was implanted in a patient for the treatment of an abdominal aortic aneurysm approximately 11 months ago. It was reported that the patient presented emergently with a ruptured abdominal aortic aneurysm approximately four weeks ago. Another manufacturer's aortic cuff was implanted proximally and successfully resolved the rupture and stabilized the patient. The patient tolerated the procedure well and will continue to be monitored by the physician. It was also reported that after review of CT imaging and angiography post the initial procedure the physician noted that there was what looked to be a type ii endoleak that could have been feeding the aneurysm sac leading to the ruptured aneurysm. A type I endoleak was not identified; however, it was noted that the bifurcated stent graft had migrated approximately 3-4 mm. No additional clinical sequelae were reported and the patient is fine. Film review of several returned still images pre and post-implant could not determine the cause of the events. Migration could not be confirmed as device appeared to be implanted approximately 5mm below the renals. Images at the rupture event were not provided.

Manufacturer narrative:
(B)(4). (Film), inherent risk of procedure (stent migration, endoleak, aneurysm rupture), patient's condition affected effectiveness of device (type ii endoleak), device failure/lack of effectiveness related to patient condition (type ii endoleak).